Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported in (B)(6) 2010, that the pt was having a problem with recharging. The pt was getting the reposition antenna info screen on the recharger. Additional info received reported that the device was over discharged. The pt noted she "could not recharge her implant." The pt was scheduled to undergo a pocket revision. The reason for the pocket revision was unk. The implantable neurostimulator (ins) was replaced. It was noted that the ins was over depleted and it was not possible to recharge. A restart was attempted with the recharger. The pt noted she was never able to recharge the battery. The pt recovered without sequela.